Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Information contained in this report was previously submitted through psr on 23/jul/2015 and on 19/oct/2015. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a white particle material on the shell, bubbles in the gel after the autoclave disinfection process, and fold crease on the shell. A weight measurement of the device identified the weight was to the specification. The events of wound dehiscence, drainage, capsular contracture, and delayed healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture, capsular contracture, baker grade unknown, "breast got hard," "encapsulation," "areas of tissue opening up, cups of fluid coming for days," "wouldn't heal."

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade unknown. Patient reported "breast got hard, encapsulation, areas of tissue opening up, cups of fluid coming for days, it just wouldn't heal". Treatment occurred. Device was explanted.